Event description:
The customer reported that the monitor is black and turns on and off. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call and the 5v power supply was adjusted. The system was tested and found to be working as intended and put back into service.